Event description:
This lead was implanted on (B)(6) 2013 and remains implanted up to this date. This lead was dislodged and was repositioned. The physician was (B)(6) at (B)(6) medical center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).